Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter alleged the up arrow, and down arrow keypad buttons were under responsive and was peeling. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 13-feb-2019 with the following findings: on investigation, all keypad buttons demonstrated intermittent unresponsiveness due to contamination under the button contacts. The button contacts of the up arrow and ok buttons were noted to be inverted. Investigation duplicated the complaint.